Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, around two months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Bone resorption and pain were observed during the implant removal surgery. The patient has since recovered.